Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ syringe medication leaked during use. A manual 50mg propofol bolus was given due to the leakage. There was no report of exposure.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll without blister for investigation. Upon visual inspection of this sample received it can be observed the barrel is dented between 25 and 35ml mark of the scale. This damage on barrel causes the stopper resulted distorted against barrel wall and leakage happens. This damage has been caused because the barrel result hit or caught against any manufacturing equipment during manufacturing process. The areas where pieces run are protected to avoid damage on product. DHR of lots 1808215 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lots size (22pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 box per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Current controls for this defect are included and monitored in amfes procedures. Based on sample received, we can confirm that the root cause of the non-conformance is related with any hit on barrel or because barrel resulted caught against any manufacturing equipment during manufacturing process based on video received. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on protections in manufacturing area for avoid damage on product and no quality notifications were opened related with damage on barrels during manufacturing of reported batch.

Event description:
It was reported during use of the bd plastipak¿ syringe medication leaked during use. A manual 50mg propofol bolus was given due to the leakage. There was no report of exposure.